Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd integra¿ syringe with detachable needle was prematurely retracted before use. The following information was provided by the initial reporter: "issue(s): consumer found 1 syringe with foreign matter on the thumb press seen within sealed blister pack. Issue(s): consumer also feels this syringe needle is retracted or never there."

Event description:
It was reported that the bd integra¿ syringe with detachable needle was prematurely retracted before use. The following information was provided by the initial reporter: "issue(s): consumer found 1 syringe with foreign matter on the thumb press seen within sealed blister pack. Issue(s): consumer also feels this syringe needle is retracted or never there. "

Manufacturer narrative:
H.6. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.